Event description:
Related manufacturer reference number: 2017865-2021-37862. It was discovered via patient device tracking that during a generator exchange procedure, right ventricular (rv) lead could not be removed from the header of the pacemaker (pm) due to difficulties with loosening the set-screw. The pm was explanted and replaced. The patient was stable throughout the procedure.